Event description:
Revision surgery of the stem amistem h 1 week post op. The pt is (B)(6), he is a very active person. After the surgery, he was able to walk with the help of a walker. He was found on his bed with the operated leg external rotated as if it were dislocated. No explication was given by the surgeon about the date of the occurrence and who found the pt. It was reported that the pt did not complain since he was in any case active despite the event. Please ref MFR report # 3005180920-2013-00039.